Event description:
Patient was revised to address pain.

Manufacturer narrative:
Patient was revised to address pain. Doi: (B)(6) 2005 - dor: (B)(6) 2015 (right hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Event description:
Update rec'd 05/11/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort. There is a doi discrepancy between litigation and what was previously reported on the der. Due to accuracy, the date of implant from the der will remain. Should we receive further information, we will update accordingly. Complaint updated 05/27/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).